Event description:
It was reported that customer experienced multiple occlusion alarms over the past month, with high blood glucose readings displaying as ¿high," a specific value was not provided. Customer addressed high blood glucose by giving correction doses through pump, then resolved occlusion issue by changing infusion set and cartridge and resuming insulin.